Manufacturer narrative:
Additional suspect medical device component involved in the event: model # sc-2316-50e serial # (B)(4), description: infinion 1x16 perc lead and splitter 2x8 kits. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient developed discomfort at the lead site, dizziness, nausea, and headaches a couple of days after the implant of trial leads into the cervical epidural space. Per the physician¿s assessment an x-ray confirmed that the leads were positioned too high and irritating the nerves at the top of c2. The physician performed a lead revision procedure in which he pulled the leads back two centimeters to avoid the ligament at the top of c1. The patient was then reprogrammed to restore coverage and the symptoms resolved overnight. The patient is doing well post-operatively. The leads were then explanted at the end of the trial period.